Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Concomitant device report: [helical blade inserter] (part #: 357.372, lot #: unknown, quantity: 1), [unknown mallet] (part #: unknown, lot #: unknown, quantity: 1), [11.0mm ti helical blade 100mm-sterile] (part #: 456.305s, lot #: 7864270, quantity: 1), [unknown hemostat] (part #: unknown, lot #: unknown, quantity: 1), and [unknown trochanteric fixation nail] (part #: unknown, lot #: unknown, quantity: 1). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was attempted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a helical blade coupling screw broke during a left proximal femur fracture repair with a trochanteric fixation nail (tfn) on (B)(6) 2017. When the surgeon was implanting the helical blade, the helical blade coupling screw broke off right under the nut when it was struck with a mallet. The surgeon backed out the threaded portion of the coupling screw with a hemostat and unscrewed it from the helical blade. There was a ten minute surgical delay. No fragments remained. No additional x-rays required. The procedure was completed successfully with the patient in stable condition. (Age of the device is unknown). This complaint is for one (1) device. Concomitant device report: [helical blade inserter] (part #: 357.372, lot #: unknown, quantity: 1), [unknown mallet] (part #: unknown, lot #: unknown, quantity: 1), [11.0mm ti helical blade 100mm-sterile] (part #: 456.305s, lot #: 7864270, quantity: 1), [unknown hemostat] (part #: unknown, lot #: unknown, quantity: 1), and [unknown trochanteric fixation nail] (part #: unknown, lot #: unknown, quantity: 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient height reported as 53¿. Additional patient identifier: (B)(6). Patient weight reported as (B)(6). Customer quality conducted an investigation of the returned device. The helical blade coupling screw is a component of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. The coupling screw is specifically utilized, along with the helical blade inserter for proximal nail locking with a helical blade. The coupling screw is passed through the inserter and threaded into the helical blade forming an assembly. The inserter is then passed through a blade guide sleeve and advanced using ¿light hammer blows¿ to the back of the coupling screw. The returned instrument was examined and the complaint condition was able to be confirmed as the shaft was found to be broken flush with the cap. The proximal end of the cap shows significant witness marks consistent with impaction, some of which were consistent with off-axis hammer blows. No definitive root cause was able to be determined however the failure mode is typically associated with off-axis impaction. Relevant drawings for the returned instrument were examined (both current revision and from the time of manufacture): top-level and shaft. The following dimensional analysis was completed on the returned device: outer diameter of device shaft adjacent to the fracture was found to be within specification (measured at 6.13mm - specification 6.0-6.2mm). The complaint condition as unable to be replicated due to post-manufacturing damage. A device history review, including material and hardness review, was performed for the returned instrument¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. A dcrm review and/or occurrence rate calculation must be performed for all complaint parts which resulted in a classification of serious injury that were not generated from a literature article. As no serious injury was reported, no dcrm calculation will be performed for this complaint. No definitive root cause was able to be determined however the failure mode is typically associated with off-axis impaction. DHR review: part number: 357.377, synthes lot number: 4984968, release to warehouse date: 30 nov 2005, manufactured by synthes brandywine. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Corrected data: manufacture site, lot number, UDI. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.